Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#(B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml, 499.7/day flex dosing) via an implantable infusion pump. Indications for use included intractable spasticity and post spinal cord injury. It was reported that a pump revision was performed on (B)(6) 2015 due to pocket discomfort. The location of the symptoms was the catheter. They removed 27.9 cm of the existing pump segment of catheter and added the same length of new pump segment. The spinal segment was clamped, and the hcp primed the new pump segment. No troubleshooting or causes of the pocket discomfort were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.